Event description:
Boston scientific received information that during a changeout procedure, the setscrews were not functioning properly and the leads would not release. After troubleshooting, the decision was made to sever the leads. No asystole occurred. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the lead was severed 55mm from the terminal pin. Only the proximal segment of the lead was returned. The lead segment was confirmed to be electrically continuous. There were several cuts in the insulation and blood/body fluid was noted in the terminal assembly. Analysis of the returned lead segment could not confirm the clinical observations.